Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received two shocks on the same day. The following day, the patient was presented for evaluation. Upon device interrogation, a fault code, indicating extended charge time measurements greater than 30 seconds was observed, along with the device declaring end of life (eol). A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.